Manufacturer narrative:
Corrected the patient outcome and type of reportable event due to new information received from the customer. Specific information regarding the reported fall was not provided. It is unknown if the fall was the initial reported event when the patient was found on the ground, or if it was a subsequent event.

Event description:
Additional information was received that the patient expired on (B)(6) 2014. The cause of death was noted as intracranial bleeding after a fall.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found on the ground overnight. The pt was taken to the emergency department on (B)(6) 2014 for progressive weakness and lethargy. Low speed operation was noted in the event history on the previous day. The log file of the system controller was reviewed by the MFR's technical service group and an unexplained total loss of power to the system controller was noted on (B)(6) 2014 that resulted in a pump stop/low flow alarm. It is uncertain how long the pump was stopped due to the loss of power.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. The report of low speed operation was confirmed through the analysis of the submitted log file. A time stamp reset was captured, when power was removed from the patient¿s system controller and subsequently restored. A specific cause for this loss of power could not be determined through this evaluation. Additionally, the length of time that the system was without power could not be established. However, the data captured after the time stamp reset indicates that the patient¿s system controller ramped the pump back up to the set speed without issue. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.